Event description:
One touch ultra meter was giving inaccurate low readings. Pt was getting low to normal results and did not think they were correct. On the day of the event, got a reading of 8.2 mmol/l on meter. Was experiencing high blood glucose symptoms such as nausea, headache, and thirst. Taken to the hosp and within 20 minutes, the lab result was 27.9 mmol/l. Hospitalized for 3 days and was given IV insulin and medications. Pt was testing blood glucose twice a day and taking "toronto" and nph insulin based on a sliding scale. The test strips were brought 2 weeks ago and opened in the last few days. They were being stored properly and were not expired. The meter was also coded properly. After the event, pt took meter to the pharmacy where they performed a control solution test (control type and expiration date of the control solution is unk). The meter failed the control solution test. During troubleshooting, it was discovered that the pt washed hands with water and soap first, and then often uses an alcohol swab which can interfere with the results. This case is reported as an adverse event since the meter failed accuracy comparison with the lab and also because the pt suffered a serious injury while basing the medications on the results.